Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 214 mg/dl. Troubleshooting could not be performed. The customer's mother stated that the customer was swimming and the infusion sets adhesive came off of the customer's body, which she believes caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.